Event description:
During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical department for a report of n187 distal occlusion. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing at the user facility. The device mechanism is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.